Event description:
The surgeon was performing a double cadaveric lung transplant with extracorporeal circulation standby, transesophageal echocardiogram, and rigid sternal fixation procedure. When stapling the pulmonary artery with the ethicon stapler, it did not completely seal off the vessel causing an approximately 450 cc blood loss. The surgeon had to utilize additional hemoclips to control bleeding. The ethicon proximate stapler remained in use for the procedure using reloads as it is the only device applicable for this procedure due to limited access to the vessel anatomy. It was noted that the device continued to misfire throughout the procedure.manufacturer response for stapler, surgical, proximate (per site reporter): no response yet.